Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. Device will be returned to manufacturer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the s5 electronic gas blender was not working and displayed alarm calibration fault (a fault has occurred in the actual value/actual value comparison, e19). There is no report of any patient injury.